Event description:
It was reported that the pulse generator exhibited inter- mittent telemetry. Communication was lost during three attempts to access autocapture and with any other diagnostic testing. Before communication was lost measured battery data was obtained at 2.72 v, 14 ua, 6.6 kohms with an esti- mated five to ten months remaining longevity. Physician decided to leave the device in until elective replacement indicator (eri) has been reached.

Manufacturer narrative:
No medwatch form was received.